Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: e1 initial reporter; g2. No decon or visual inspection performed since product was not returned and could not be evaluated. A call was received about condensation in the helium tubing during use. The surgeon was concerned about the amount of condensate, though no alarms were present. It was explained that the cold or environment likely caused the condensation, but the pump should manage it. Troubleshooting steps on how to discard the condensate if needed were given by the esp call receiver. Based on the description provided the condensation in the helium tubing was caused by the cold operating room environment, which led to moisture accumulation. The pump is designed to handle typical condensation, but excessive cold can increase condensate beyond normal levels. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported by customer that during iab (intra aortic balloon pump) therapy, the condensation occured in helium tubing or and the surgeon was concerned with the amount of condensate present. No patient harm or injury reported.